Event description:
The technician alleged that when the brakes are engaged the brake casters will swivel. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.